Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was activated prematurely by a sales field representative. The battery depleted while in trunk storage and when the device was accessed for implant, it presented with a battery life of 1.5 years remaining. The device was opened but not used. No patient complications have been reported as a result of this event.